Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device charged but when the discharge button was pressed, the device's service light illuminated and it wouldn't transfer energy. Pt outcome is unknown.